Event description:
It was reported that device entanglement occurred. An opticross imaging catheter was advanced on a 0.014 guidewire for ultrasound examination of the target lesion. During the procedure, the catheter and wire became entangled and had to be removed together as one unit. There were no patient complications.

Manufacturer narrative:
Date of event: estimated based on aware date as event date was not provided.